Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for lead revision surgery due to increased capture thresholds and high pacing impedance on the right ventricular lead. During extraction of the right ventricular lead, the atrial lead became dislodged. Both leads were explanted and replaced. The patient was in stable condition.